Event description:
According to the reporter, prior to use, the device had system failure, did not turn on, and had no sound coming out. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the device had system failure, did not turn on, and had no sound coming out and did not alarm. There was no patient involvement.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a system failure 907 has been displayed due to deterioration of the main board button battery element. It was reported that device had system failure, did not turn on, and had no sound coming out and did not alarm. The reported issue was not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: main board button battery element deteriorated. Functional testing found that a system failure 907 has been displayed. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.